Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting an error code 1109 machine pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A philips service engineer was not able to repair the device; therefore, it could not be determined if it failed to meet specifications. The customer did not accept the quote. It is unknown what the outcome of the service event was, and no further information was obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.